Event description:
It was reported that during a ureteroscope procedure for the treatment of kidney stones, the fiber did not work in its first use. It was further noted that the fiber overheated and burning smell was noticed. The procedure was continued and completed with another fiber. There was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in two pieces; however, a fiber body break was observed. Fiber body piece one, 74.5 cm, piece two, 234.5 cm and fiber tip 1 mm. During the product analysis, the tip was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, no defects on the connector face. The reported event was confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. Procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. A partial body break or kink could have occurred and when it was inserted into the scope and fired it led to the fiber break. The burning smell that the customer mentioned was likely caused the fiber break. The IFU states that, immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. In the event of no output energy fiber connector may be hot to touch. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during a ureteroscope procedure for the treatment of kidney stones, the fiber did not work in its first use. It was further noted that the fiber overheated and burning smell was noticed. The procedure was continued and completed with another fiber. There was no patient complication.